Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site's robotics coordinator (roco). The roco stated they were unable to troubleshoot during the day due to caseload. After the procedure was completed, the charge nurse found a loose blue fiber cable in the back of the vision side cart. The charge nurse checked all other connections, and they were connected. The system was powered on and both eyes of the surgeon side console had vision. No site visit was required. The system was working properly.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that they have no image in the right eye. No troubleshooting was performed as the they said the doctor decided to do the case as an open surgery. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was not checked upon powering up and it initially did not power on without errors. The cables were checked. The procedure was converted to open surgery. Technical support was contacted prior to the conversion.